Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The following fields were updated: d8, d9, h3, h4, h6. Based on the results of the investigation, a definitive root cause of the probe that broke off could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the thunderbeat surgical instrument's probe broke off during a therapeutic laparascopic procedure. The procedure was completed with an similar back-up device. There was no delay injury, patient injury. Or medical intervention associated with this event.

Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.